Event description:
The lead was returned to the manufacturer following the patient's death, analyzed and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with the clinic reported the patient was pacemaker dependent. The device had been checked in the nursing home in (B)(6) 2009 and was functioning appropriately. The clinic reported the patient had 3 non sustained svt episodes in (B)(6) 2009 that were appropriately not shocked and one episode of svt that was treated successfully with one shock that same month.

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) pin/plug crimp defective. Proximal segment was returned and analyzed.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) pin/plug crimp defective. Proximal segment was returned and analyzed.